Event description:
New information received notes that the left ventricular lead was capped due to loss of capture and that the patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, a capture anomaly was observed on the left ventricular lead. The lead was capped and replaced successfully on (B)(6) 2019.